Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer receive multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 312 to 545 mg/dl with a trace of ketones. Correction boluses were delivered to address the high bg level. During troubleshooting with tandem technical support, the occlusion appeared to be possibly related to the infusion set tubing and/or site; however, air bubbles were also observed in the infusion set tubing. After troubleshooting, the customer resumed insulin delivery without receiving another occlusion alarm.